Manufacturer narrative:
The device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The returned device indicated the set screw was found in the connector bore. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant attempt, the physician attempted to insert the pace/sense portion of a defibrillation lead into the header, but the lead would not progress completely, even with unscrewing the setscrew all the way back. The device was not used and another device was implanted. No patient complications have been reported as a result of this event.